Manufacturer narrative:
The technician found the side rail end tube is missing the shoulder screw and nut. The technician replaced the side rail end tube shoulder screw and nut to resolve the issue.

Event description:
The account alleged the side rail will not stay latched. No patient impact.